Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on 18mar2025. The patient's blood glucose levels declined to 32 mg/dl. The patient reported that their personal diabetes manager (pdm) was stuck downloading an update and also would not charge when plugged into the charger, making it so the patient could not use it. The patient had a seizure and their step-mother called an ambulance. The patient was treated with intravenous (IV) dextrose and "an IV to flush her out." The patient was released after 1 week.